Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the device manufacturer's investigation.

Event description:
During a follow up call with the patient's pdrn for a related issue, she stated that the patient had been admitted to the hospital on (B)(6) 2015 for peritonitis. The pdrn does not know the cause/source of the peritonitis. There were no reports of any cycler issues or fluid leaks prior (72 hours) to this event. She could not positively conclude that there was no causal relationship between the pd products and the admission for peritonitis. The complaint history for the patient confirms no issues were reported 72 hours prior to the (B)(6) 2015 hospital admission. Medical records requested.

Manufacturer narrative:
External visual inspection determined there were no signs of any physical damage. The internal, visual inspection of the cycler unit found no discrepancies. A simulated treatment was performed using the received cycler, and there were no failures that occurred during testing. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.